Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times and has tried all remedies to get the pump to work. The customer's blood glucose reading was unknown at the time of incident. The customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was received with normal operating currents and passed the self test, unexpected restart and off no power tests. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.